Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump was out of tolerance ". The unit was triaged and the reported issue could not be confirmed at this time. The device was set to feed at 125ml/hr. The device ran for 15 minutes, then the average rotor timing was measured with a stopwatch. The average rotor timing was measured to be 10.27s falling within the device tolerance of 9.2-11.2s. The device was then set to feed at 150ml/hr and did so for 15 minutes, the device then went through a volumetric accuracy test during which the device would feed for 30 minutes at 150ml/hr. The device would optimally deliver 75ml of fluid at these settings. The device has a tolerance of +-10% meaning the device can deliver between 67.5-82.5ml of fluid and be considered accurate. The device delivered 75.52ml of fluid, measured by weight and converted into ml. The device displayed that it fed 73ml during this time. The device has passed both rotor timing and volumetric accuracy testing. The device went through and passed recertification. The device was opened and inspected for damaged components, none were found. No evidence of fluid ingress or corrosion was found on the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
It was reported that an issue occurred with an enteral feeding pump. The customer states that the unit is not accurate. No other information was provided. On (B)(6) 2018 the customer called to provide additional information per manufacturer's request. Per the telephone conversation, the customer stated that the pump was out of tolerance. He stated that the issue occurred during accuracy testing. He allowed the pump to run for 15 minutes prior to testing and then 30 minutes for testing using the correct height. He did not record the exact mls the pump delivered but it was at least 1ml over the accuracy range. The customer tried a new set with the pump and received the same results. No patient was involved.